Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the lead. The noise was reproduced when the patient pushed his hands together and when rolling the left shoulder backwards. The physician elected to disable tachy therapy until the patient's condition improved to implant a new system.